Event description:
It was reported that after multiple knee effusions and complaint of pain, dr (B)(6) decided to bring the pt to the operating room and revise the knee with the ts implants.

Manufacturer narrative:
The following devices were also listed in this report: series 7000 standard tibia, cat# 7115-0011, lot# t03l497. Scorpio total knee ps tibial bearing insert, cat# 72-13-1112, lot# 21009901. It cannot be determined which, if any of these devices may have caused or contributed to the reported pt pain. A supplemental report will be submitted upon completion of the investigation.